Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported xen®45 gts curled around itself inside the right eye. Surgery was completed with another xen®45 gts. There was no eye injury. The device has been explanted.